Event description:
Caller reported intermittent occlusion alarms, which caused the customer's blood glucose to rise to 530 mg/dl for at least one event. To address the high blood glucose, the customer administered a correction injection. The customer resumed insulin without changing supplies and declined additional assistance.